Manufacturer narrative:
UDI - (B)(4). Reporter's phone number: (B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the battery oscillator device had a blade holding system problem. It was reported that there was no delay in the procedure due to the event. It was not reported if a spare device was available for use. There was patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
It was inadvertently reported in the initial medwatch report that the date the device was available for evaluation was apr 25, 2017. Please note that this has been updated to apr 14, 2017. If additional information should become available, a supplemental medwatch report will be submitted accordingly. The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The handpiece device was evaluated and it was observed that locking knob was loose. It was also noted that the device failed pre-repair diagnostic tests for saw blade coupling assessment. It was determined that the assignable root cause was due to improper construction and design. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and it was observed that the knob was loose, the pressure disk falls down, and the saw head was broken. Therefore, the reported condition of a blade holding system problem was confirmed. The assignable root cause of the failures saw head cracked and pressure disk falls down were determined to be due to construction/design false, defective. The assignable root cause of the knob loose could not be determined. These issues have been captured in a CAPA. If additional information should become available, a supplemental medwatch report will be submitted accordingly.